Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet bionic pancreas had a cracked screen with the top portion of the touchscreen unresponsive, and a replacement device was arranged after troubleshooting and education were completed. Symptoms included no change in blood glucose and no clinical symptoms. Outcomes included no need for medical intervention and no hospitalization. Investigation included customer interview and verification of device damage through reported condition. Investigation of this case revealed physical damage to the display assembly resulting in partial loss of touchscreen responsiveness, consistent with a damaged screen component and device use impairment. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.